Event description:
It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative.

Event description:
It was reported the patient showed his healthcare provider a "call your doctor" icon with a power on reset (por) condition about a week prior to the report. It was indicated he was not able to adjust stimulation. The patient had a doctor's appointment set for (B)(6) 2015 that the patient was not able to make. The patient was to reschedule appointment. No symptoms, interventions, or outcome was provided regarding this event, so additional information was requested. If additional in formation is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v800435, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).